Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could duplicate the reported failure. Based upon evaluation on the similar events, omsc concluded that the pressure sensor on the main circuit board of the device was damaged accidentally. The manufacturer of the pressure sensor has concluded that the sensor's failure was attributed to a manufacturing process and the process was corrected. The failed sensor in this event had been manufactured before the correction was implemented. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity.

Manufacturer narrative:
The subject uhi-4 has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of use the uhi-4, when the user pressed the cavity mode selector switch of the subject device, the subject device occurred alarming and the all indicators on the front panel of the subject device went out. The user continued and completed the procedure by using the same uhi-4. Other detailed information was not provided. There was no report of patient injury associated with the event.